Event description:
It was reported that after around 1 hour since the moment the patient got his renasys go set up, it showed a full blockage alarm. The nurse in the phone instructed some troubleshooting steps and confirmed that the dressing was compressed. Also, the nurse confirmed that the patient felt the suction all the time, even with the alarm on and that the tubing was not kinked or bent. The nurse mentioned that there must be a blockage within the internal filter, but the patient explains that the exudate is thin and not likely to generate a blockage. As the alarm was not resolved after all the troubleshooting guides, the nurse recommends the customer to get in touch with the authorized rep for a device or canister change. No further information is available.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. If the sample becomes available in the future, this complaint can be revisited. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution complaint history for the reported failure has been reviewed revealing further instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause blockage alarm - alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Further investigation into the reported failure will be conducted (or is being conducted) to determine if additional actions are required. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.